Event description:
The lay reporter/wife contacted lfs alleging inaccurate high readings on her husband's one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information on may 20, 2009. The patient mentioned that for the past 7 weeks, he has been obtaining elevated readings in the 300-400 range. A normal reading for the patient on his lfs meter is around 150-mid 200's. Eighteen prior to original date, the patient tested in the morning and obtained a 496 mg/dl and did not exhibit any symptoms. He took his insulin accordingly to regimen provided by his physician. Patient refused to provide mss his sliding scale range or what type of insulin he takes. In the evening at an unspecified time, he tested his blood glucose and obtained a 78 mg/dl (no symptoms) and within 30 minutes he started to have a seizure. This was the first time, the patient has had a seizure. He claims that his wife contacted the paramedics. When the paramedics arrived 10 minutes later, he was tested on the ems meter and obtained a 40 mg/dl and treated with a glucagon injection. The patient was then admitted in the hospital for 1.5 weeks and claims he was treated for diabetes and some other health conditions, which he refused to provide to mss. After being discharged from the hospital, the amount of insulin, he takes has decreased. Patient has received the new meter from the pharmacy. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter was coded properly. A quality control test was not done, since the patient did not have any control solution. The complaint is being reported because the patient alleged due to the elevated readings on his meter, he developed a seizure and was admitted in the hospital for "low blood glucose" and other health conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.